Event description:
It was reported that the programmer's screen did not respond to the stylus. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was not able to confirm the reported event. However, it was noted that a functional test failed and as a result the link electronic module (lem) circuit board was replaced. (B)(4).